Event description:
It was reported that during a scheduled retrieval of a vena cava filter, it was allegedly found that two of the limbs were missing. The retrieval was performed using a recovery cone. It was determined that at least one of the limbs had endothelialized in the cava wall. The second limb is either missing or may be in the cava with the other limb. The physician has decided to leave the limbs in place. The filter had been implanted about a year and a half ago for trauma. No clot was present in the filter. The pt is asymptomatic. No pt injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample had been returned and the investigation is currently underway. The current info for use (IFU) for this device states: potential complications: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.